Manufacturer narrative:
Lot number - 19g029 and an unknown lot number. Five (5) companion samples of lot 19g029 were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified for the five returned companion samples. A batch review was conducted for 19g029 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the bladders of two small volume infusors ruptured during filling. There was no patient involvement. No additional information is available.